Manufacturer narrative:
(B)(4).

Event description:
Procedure: tep. According to the rep: during injecting air by syringe with trocar inserted, a doctor recognized something like a slight impact. Then removed the trocar from pt and confirmed the balloon would be inflated no more. Operating time not extended. Reported nothing abnormal in injecting about 20ml of air. Opened another. No pt harm. Tissue damage: no. Nothing fell into the cavity. No bleeding. Lot# is not available as package was scrapped.